Manufacturer narrative:
Integra has completed their internal investigation on march 24, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; twenty-five (25) unopened packages from c6623, cusa excel 23khz cem nosecone corresponding to fg lot # 1164822 were received for evaluation in their original packages. The units were received completely and acceptably sealed. Upon inspection, foreign materials were observed on the nosecone cable. During the inspection, it was observed that the foreign materials were small loose particulates color white found on the external side of the cables. The white particles were compared to the tappi¿s dirt dot with dimension and the particles fluctuated between 0.03 mm2 (which is acceptable) and .15mm2, which are bigger than the acceptable dimension established in proc 3114 and qcic 2059 (.10mm2). DHR review; no anomalies were reported during the packaging process of this lot that could be related to the reported condition. No reject regarding contamination/foreign material was reported during the sealing and packaging process of fg lot # 1164822. The fg lot was sterilized on 10/27/16 and released for distribution purpose on 11/07/16 in compliance with integra requirements and product specifications. Complaints history; no similar complaints related to ¿foreign materials¿ have been reported for this lot 1164822. After reviewing the complaint system from march 2015 to march 2017, five (5) complaints related to ¿foreign materials¿ (including the one being investigated) have been reported in the cusa nosecone family at integra. Approximately 57,954 units of cusa nosecone products have been shipped for sales purposes from march 2015 to march 2017 resulting in a complaint occurrence rate of approximately 0.000086. Conclusion: the foreign materials on the packaging were confirmed with the evaluation of the returned units. However, the origin of the particles could not be determined. The origin of these foreign materials could be coming from the forming process of the tray at the supplier facility or from the packaging process at integra, but neither of them could be confirmed. Therefore, the root cause for the foreign material inside the packaging tray could not be determined at this time. Although no definite root cause was identified, a potential root cause could be that the cleaning process may have not been performed adequately.

Event description:
At the incoming inspection of goods by the distributor, foreign materials were found inside of the package. There was no patient involvement.